Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage was found next to the y connectors on a bd saf-t-intima¿ IV catheter safety system while flushing saline solution. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that leakage was found next to the y connectors on a bd saf-t-intima¿ IV catheter safety system while flushing saline solution. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Customer reported leakage issues; however no sample was available for evaluation which is essential to perform a better investigation. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Product is functional tested and no incidents with leakage have been reported. Reviewing our pfmea¿s rm4797, there are proper controls in place to detect product malfunctions. Investigation conclusion: no sample or photo defective was received for investigation; therefore, we cannot determinate that type damage caused the leakage.